Manufacturer narrative:
The colonoscope was returned to the manufacturer service center for evaluation and the report of image loss was confirmed, due to ccd harness failure. Repair included replacement of the ccd camera assembly and the bending sheath at the distal tip.

Event description:
It was reported that during a colonoscopy, all images were lost when the colonoscope was advanced to the cecum. According to the report, the physician was able to complete the procedure using another colonoscope. There was no injury or other adverse health consequence to the patient.